Manufacturer narrative:
During the quality investigation testing, the device overheated. Further investigation revealed corrosion damage within the motor and the press plug. The motor was replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core sagittal saw was sent in for repairs because it gave an overheating message on the console during a podiatry procedure. The device itself did not physically get hot. No pt adverse consequences were associated with the event; another device was used to complete the procedure without delays.